Manufacturer narrative:
The product was not returned yet to manufacturer . No examination was performed on the actual device. Additional informations were requested. Investigation is still in progress. Conclusion is not yet available.

Event description:
Roi-c : broken cage during insertion. A distributor sent a complaint report to inform about broken cage during roi-c surgery it was reported that while the surgeon was inserting the peek cage and tapping the implant holder (knob), the superior slot was broken. Additional information received on (B)(6) 2019: no uptade received from the surgeon after surgery concerning patient's state of health. The event did not cause a delay to the procedure in excess of 30 minutes. According to the reporter,the patient's bones were normal. The cage was properly assembled with the holder (screw tightening, cage in contact against the holder & hook properly positioned). The surgical technique for the product was utilized. The cage broke before impaction of anchoring plate. Additional information received on (B)(6) 2019: the issue happened during inserting the cage in the intervertebral space (the cage properly assembled with the holder). While surgeon was tapping the cage holder to put cage inside, the cage broke. Additional information received on february 8th 2019: the adjustable stop of the implant holder was set to zero. There was enough space for the implant holder during the implant insertion. The segment was not compressed. Based on the available information , there is no known patient impact investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the an initial report about a complaint opened on the (B)(6) about an incident in (B)(6). The review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Information requests are in progress to obtain more information about the incident investigation in progress. Conclusion not yet available. Not returned.

Event description:
Roi-c : broken cage during insertion. A complaint was sent to ldr medical from (B)(6) on the (B)(6) about a roi-c cage that was broken during the insertion. The reporter confirms that there was no patient harm involved. Investigation in progress.

Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: results, and conclusion codes. The product was returned to zimmer biomet troyes. However, a decontamination form was not provided and the product could not be reviewed in depth. However, visual inspection and pictures confirmed the part and lot information matched the file. A section of the anterior face along the superior plate slot has fractured off. By reviewing the provided photos, there are no other indications of damage to the cage. The complaint is confirmed for fracture. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. Since the decontamination form was not filled out appropriately, it is difficult to determine a definite cause.

Event description:
Roi-c: broken cage during insertion. It was reported that while the surgeon was inserting the peek cage and tapping the implant holder (knob), the superior slot was broken. The issue happened during inserting the cage in the intervertebral space (the cage properly assembled with the holder). While surgeon was tapping the cage holder to put cage inside, the cage broke. There was no patient impact or surgery delay more than 30 min . The surgery was completed with another device of the same range without any further complication . According to the reporter , the axis of the disc space was respected (no sagittal angulation toward head or foot direction). No per-op images are available.

Event description:
Roi-c : broken cage during insertion it was reported that while the surgeon was inserting the peek cage and tapping the implant holder (knob), the superior slot was broken. The issue happened during inserting the cage in the intervertebral space (the cage properly assembled with the holder). While surgeon was tapping the cage holder to put cage inside, the cage broke. There was no patient impact or surgery delay more than 30 min . The surgery was completed with another device of the same range without any further complication . According to the reporter , the axis of the disc space was respected (no sagittal angulation toward head or foot direction). No per-op images are available.

Manufacturer narrative:
The initial notification date should have been listed as sep 21, 2018 on the initial submission of report 3004788213-2018-00357.

Manufacturer narrative:
This medwatch is submitted to send the investigation results . The product was returned to manufacturer on april 9th 2019 without decontamination form . Severals attempts were made to the reporter to complete the decontamination form to allow the device examination. No form received wich prevent the returned device examination. The review of the device history records and trceability shows no evidence on a device issue that may have an impact on this event . The review of the available information does not allow the identification of the exact root cause . However , based on the description provided and the breakage profile , the probable root cause is related to cage inserted off axis of the disc space. Indeed, as mentioned in the surgical techniques ( step 6) : during cage positioning, make sure the cage is perfectly inserted in the alignment to the intersomatic space. If the decontamination form allow the examination of the device and if it add a value on this investigation conclusion another report will be sent .

Event description:
Roi-c : broken cage during insertion. It was reported that while the surgeon was inserting the peek cage and tapping the implant holder (knob), the superior slot was broken. The issue happened during inserting the cage in the intervertebral space (the cage properly assembled with the holder). While surgeon was tapping the cage holder to put cage inside, the cage broke. There was no patient impact or surgery delay more than 30 min . The surgery was completed with another device of the same range without any further complication . According to the reporter , the axis of the disc space was respected (no sagittal angulation toward head or foot direction). No per-op images are available.

Manufacturer narrative:
The product evaluation has not been performed yet, as the product has not been returned yet. Investigation is still in progress. Conclusion is not yet available.

Event description:
Roi-c : broken cage during insertion. A distributor sent a zper to a zimmer biomet employee. It was reported that while the surgeon was inserting the peek cage and tapping the implant holder (knob), the superior slot was broken. Additional information received on january 29th 2019: nothing has been informed from surgeon after surgery concerning patient's state of health. The event did not cause a delay to the procedure in excess of 30 minutes. The patient's bones were normal. The cage was properly assembled with the holder (screw tightening, cage in contact against the holder & hook properly positioned). The surgical technique for the product was utilized. The cage broke before impaction of anchoring plate. Additional information received on january 29th 2019: the issue happened during inserting the cage in the intervertebral space (the cage properly assembled with the holder). While surgeon was tapping the cage holder to put cage inside, the cage broke. Additional information received on february 8th 2019: the adjustable stop of the implant holder was set to zero. There was enough space for the implant holder during the implant insertion. The segment was not compressed. Additional information received on february 26th 2019: the surgeon used the same implant holder when inserting the broken cage and the later cage that was implanted into the patient's body. Device still not returned to the manufacturer . Investigation still in progress.